Event description:
It was reported to philips that the system restarted unexpectedly before clinical activity on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and reloaded the azurion r2.0.2 software pack, attempting to restore the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).